Manufacturer narrative:
Upon review, it was identified that the . Product problem (b1) was inadvertently omitted in error from initial and has now been provided. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high or saturated flow is most likely due to biological material ingestion event at the start of the case. The root cause of the thrombosis was unable to be determined due to insufficient clinical details.

Event description:
A 54-year-old female patient with an indication for use of temporary mechanical circulatory support for postcardiotomy cardiogenic shock (pccs) was supported with a impella 5.5 device. The patient¿s pre support clinical condition was consistent with scai shock stage c. The pump was implanted on (B)(6) 2026 at 14:13 and explanted on (B)(6) 2026 at 15:40. During support, a pump stop occurred when the pump was reported to have ingested clot and/or calcium, with saturated pump flow noted. Biomaterial was reportedly observed in the outflow after explant. The introducer was flushed prior to insertion, and no lv thrombus was observed. The patient¿s act values were maintained between 160¿180 seconds around the time of the pump stop. Due to the event, the pump was removed. There were no additional contributing factors identified. Based on the information available, the event is consistent with ingestion of clot and/or calcific material in the setting of postcardiotomy cardiogenic shock rather than a device malfunction. Device outcome involvement: no involvement is assessed. The device was electively removed as a clinical management decision following the event. No evidence currently suggests a design or manufacturing issue contributed to the reported outcome. The patient survived

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.